Event description:
It was reported that during cleaning, the tip of the blade was found snapped off. There was no patient injury reported.

Manufacturer narrative:
The device was returned for evaluation. Immediate visible damage: tip missing, casing damage. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.